Event description:
It was reported that during a percutaneous transluminal coronary stenting treatment procedure, a stent dislodgement occurred. The 80% stenosed target lesion was located in the severely calcified and non tortuous, mid ostial of the right coronary artery (rca). The 4.0 x 8mm promus element plus mr stent delivery system (sds) was advanced against heavy resistance, but was unable to cross the lesion. As the device was being withdrawn the stent dislodged from the sds. The dislodged stent was crushed against the wall of the proximal ostial rca with an unspecified balloon catheter. The procedure was completed with a 4.0 x 8mm non bsc stent. No further complications were reported and the patient status is fine.

Event description:
It was reported that during a percutaneous transluminal coronary stenting treatment procedure a stent dislodgement occurred. The 80% stenosed target lesion was located in the severely calcified and non tortuous, mid ostial of the right coronary artery (rca). The 4.0 x 8mm promus element plus mr stent delivery system (sds) was advanced against heavy resistance, but was unable to cross the lesion. As the device was being withdrawn the stent dislodged from the sds. The dislodged stent was crushed against the wall of the proximal ostial rca with an unspecified balloon catheter. The procedure was completed with a 4.0 x 8mm non bsc stent. No further complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a promus element plus stent delivery system (sds) with no original packaging or other devices. There was blood on the device. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. There was a kink 13.5 cm from the distal tip. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).